Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt's anatomy. Device issue: stent dislodgement. It was reported that predilatation was performed and an attempt was made to cross the lesion with the stent; however, it was unsuccessful. The stent delivery system (sds) was removed from the pt and a cutting balloon was advanced to the lesion for dilatation. After removal of the cutting balloon from the pt, the stent was again advanced to the lesion and was able to cross successfully; however, while the sds was across the lesion, the stent dislodged from the balloon and moved distally in the posterior descending artery (pda). Attempts to snare the stent were unsuccessful and the stent remains lodged in the distal pda. Another company's stent was deployed proximally to treat the lesion adn the procedure was ended. The pt is being treated with plavix and aspirin. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and on the outer member. There was no contrast visible. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. The protective sheath was not returned. There was a bend at 9 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned devices. It was reported that after predilatation, an initial attempt to cross the lesion with rx mini vision was unsuccessful. After dilatation with a cutting balloon, the second attempt of crossing the lesion was successful; however, the stent implant dislodged from the balloon and moved distally in the posterior descending artery. Subsequent attempts to snare the stent were unsuccessful and another company's stent was deployed proximally to treat the lesion. The analysis of the returned rx mini vision sds confirmed the dislodged stent. The sds was returned without the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, pt anatomical morphology, and pt disease state. In this instance, given that dilatation was performed twice, the pt anatomical morphology and disease state may have contributed to the inability to cross. In the case of the dislodged stent after crossing the lesion, based on historical data, stent movement in-vivo can be affected by numerous factors including, but not limited to, improper or inadequate crimping at the time of manufacture, extreme tortuosity or lesion resistance, or excessive force needed to retract undeployed stent into guiding catheter. In this instance, lesion resistance is likely the cause of the stent dislodgement given that the lesion had to be dilatated twice before the device was able to be advanced across the lesion. Visual analysis revealed presence of blood in the guide wire lumen and on the outer member. These are consistent with the fact that the sds was introduced into the anatomy. Presence of crimp marks on the tightly folded balloon between the markers suggests that the stent was originally positioned correctly at the time of manufacture and that the balloon was not inflated. The protective sheath was not returned which may have aided in the analysis. Additionally, there was a bend noted on the hypotube 9 cm distal to the strain relief tubing. While not reported, this damage likely occurred during the procedure/ or handling, as this damage was not reported as being noted during the inspection prior to use. A definitive root cause cannot be determined; however, based on the analysis of the returned device and the case description, the most probable cause of the difficulty in crossing and stent movement in-vivo appears to be related to the operational context of the device. There is no indication of a quality related problem. This MDR is considered closed by the product performance group.